Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for the treatment of bladder issues. It was reported that since received the current implant (confirmed normal battery depletion) has experienced nothing but problems, doesn't help stop the leaking. The patient said that they saw a  medtronic representative who increased the stimulation and said that the most improvement patient might experience is about 50-75%.  The patient said that later in the day yesterday could start to feel the stimulation increasing in the anus and now has pain in their vagina. Patient said that they also had a bad leaking accident and is now using a pad. Patient asked for assistance with using the external components. Agent did not ask about the circumstances that led to the reported issue. Reviewed therapy information and general programming guidance. With instruction patient connected to ins and decreased the setting until stimulation sensation was comfortable. Patient will maintain stimulation level and will continue to track symptoms. Patient commented earlier that has already contacted hcp office and would like to make arrangements to have the system removed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.